Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed far r wave oversensing on the atrial channel on the implantable cardioverter defibrillator(ICD). No changes or interventions were performed. The patient condition was unknown.